Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: vamf3838c100te; s/n: (B)(4); use by date: 2016-01-27; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracoabdominal aortic aneurysm. It was reported that the patient was hospitalized approximately a year later for hyponatremia and microcytic anemia. He subsequently had an episode of acute bronchitis and exhibited a major loss of autonomy, drowsiness and almost total anorexia and was referred for further care. The patient was noted to have frontal paroxysmal hemicranias, dyspnea with the slightest effort and paroxysmal palpitations. On admission to the hospital after approximately another year, the following was noted on clinical examination - pallor, borderline icterus, emaciation and loss of muscle mass with heart murder, pulse deficiencies, diminished airway sounds on the left and sensitive abdominal exam. On CT exam, a type ia endoleak was observed at proximal t7. There was occlusion of the left common iliac artery and the left external iliac artery and the presence of two false aneurysms in the anastomosis between the bypass and the left femoral artery. There was major tissue infiltration adjacent to the bypasses and around the aneurysmal sac and there was noted to be rapid evolution of the abdominal aneurysm sac. Additionally, on the CT, there was observed to be mild bilateral pleural effusion and slight contact atelectasis in the left effusion. As per the physician, no intervention was carried out to treat the endoleak, given the patient's overall and sepsis status. It was noted that there was an infectious abscess related to the fem-fem bypass and the patient expired due to respiratory arrest secondary to a pulmonary aspiration. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received; the death of the patient was confirmed to be non death/procedure related. If information is provided in the future, a supplemental report will be issued.